Manufacturer narrative:
(B)(4). The rotaflow drive was returned to maquet germany for evaluation. Service report (B)(4) was generated for the repair of the rotaflow drive. The mc1 and mc2 boards were replaced. The connector cable was also replaced. (B)(4).

Event description:
On (B)(6) 2012, rotaflow drive (rfd) with serial number (B)(4) at (B)(6) hospital malfunctioned. According to the customer, the flow on the hl30 showed -3.20 l/min after priming. The customer tried a 0 point calibration and it could not be performed. The unit was restarted and the 0 point calibration still could not be performed. The unit was then unplugged, the rfd was swapped, cable connection between the hl 30 and rfd was connected, then the unit was powered back on. Thereafter, the 0 point calibration was performed with-out any problems. (B)(4).